Event description:
The patient had lack of effect. Pump problems were suspected (see manufacturer report 3004209178200903246). It was discovered that the catheter was positioned in the subcutaneous space and not in the spinal canal. It was stated that this was why the patient hadn't got any effect of the drug before. The catheter was explanted and replaced. The patient was reported to be in good condition. The physician was increasing the baclofen dose slowly to obtain desired effect.